Event description:
Four patient samples with discrepant results for multiple assays. Pt 1, initial glucose gave 133.5 mg/dl; repeat gave 101.1 mg/dl. Pt 2, initial phosphorus gave 14.76 mg/dl; repeat gave 3.33 mg/dl. Pt 3, initial phosphorus gave 4.98 mg/dl; repeat gave 2.86 mg/dl. Pt 4, initial calcium gave 5.27 mg/dl; repeat gave 8.56 mg/dl. If add'l info is received, appropriate notification will be provided.